Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
The customer reported that they observed "empty" human follicle stimulating hormone (hfsh) reagent packs on board their access 2 immunoassay system that were listed as having tests remaining, per the instrument software. No patient results were associated with this event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer had discarded the affected reagent packs so no beckman coulter inc. Investigation of the packs could be performed. The possibility of pack sharing was not investigated prior to the reagent packs being discarded.